Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that every time they changed the insulin pump's battery all the settings deleted. In the alarm history unexpected restart alarms were found. Customer's blood glucose level was 8.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with unexpected restart alarm after battery change due to faulty interface board. The insulin pump had a cracked battery tube threads, reservoir tube lip and minor scratched display window.